Manufacturer narrative:
The root cause of the pseudoaneurysm remains inconclusive because no imaging or further details were obtained for investigation purposes. Based upon previous similar events, the root cause may be due to a tract deployment. When the manta implant is deployed in the tissue tract, it creates a pocket which allows blood to leak into the surrounding tissue. Multiple causes for tract deployment have been established; however, the exact cause for this suspected tract deployment is inconclusive. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. The DHR documentation was reviewed and showed no indication that the handle device did not meet specifications. Risk documentation was reviewed, and this type of incident was identified as a known risk. The occurrence rate for this type of incident remains below risk documentation acceptable limits . Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The EU IFU identifies access site complications that can lead to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. An investigation has been opened to review the device history record and risk documentation for this incident. The devices from the incident have been requested for return and will be reviewed if returned.

Event description:
On 25-oct-2019, the reporter contacted essential medical to report that during a transcatheter aortic valve implantation (tavi) procedure on (B)(6) 2019, a manta 18f vascular closure device was deployed in the right femoral artery to close the procedure access site. The reporter stated the patient experienced contrast extravasation of the right femoral artery; persistent small false aneurysm and was treated with 9 mm balloon for 20 minutes and thrombin injection. Treatment resulted in hemostasis. This complaint is being reported because the patient experienced a serious injury during a procedure in which the manufacturer's device was used and required medical/surgical intervention to prevent permanent impairment or damage.